Manufacturer narrative:
(B)(4). Eval summary - the analysis showed that the device was received with the articulation mechanism damaged. The device was received with no cartridge present. The returned device was tested for functionality with a test cartridge on the 3 articulated positions; when fired to the left, center and right position the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the required spec. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during an unk procedure, the device would not articulate at all. There was no pt consequence.